Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing compressor tubing kit and the device was delivered to the user in working condition. The cause of the issue might be related with expected wear and tear. However, the root cause of the issue has not been determined.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).